Manufacturer narrative:
The patient presented a skin irritation with signs of a secondary infection allegedly caused by the zio xt to their healthcare provider. The patient reported that the affected area was dark red with a rash and itching. Due to the reported skin irritation, the patient¿s device was removed, and oral antibiotics were prescribed. Irhythm made several attempts to follow up with the patient to obtain additional information but with no result. The patient¿s device was not returned to irhythm for inspection. A review of this complaint found that the patient¿s patch detached in the shower on day 6. Irhythm's customer care team assisted the patient in reattaching the patch, and the green led light indicated it was successfully secured. Due to the reported skin irritation, the patient wore the xt device for 11 out of the 14 prescribed days. Although the patient had reported sensitive skin, there was no prior history of reactions to medical adhesives. Despite multiple attempts by irhythm's to contact the patient, no further information was obtained. Although the patient¿s history of sensitive skin cannot be ruled out as a contributory factor, the cause of the reported event cannot be determined at this time. It should be noted that skin irritation is a known inherent risk of the device. The zio xt device manual contains a "warnings" section that states do not use the zio xt patch on patients with a known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies should not use the zio xt patch. If a patient experiences skin irritation such as severe redness, itching, or allergic symptoms, the zio xt patch should be removed from the patient's chest. This event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in formfda 3500a and are fixed terms for selection c.

Event description:
The patient presented a skin irritation with signs of a secondary infection allegedly caused by the zio xt to their healthcare provider. The patient reported that the affected area was dark red with a rash and itching. Due to the reported skin irritation, the patient¿s device was removed, and oral antibiotics were prescribed. Irhythm made several attempts to follow up with the patient to obtain additional information but with no result.